Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high threshold measurements and pacing impedance measurements greater than 2000 ohms. An attempt was made to reposition the lead. Afterwards, the physician was not able to retract the helix. The lead was removed and no new atrial lead was implanted. No adverse patient effects were reported.